Event description:
Caller alleged discrepant results. Results as follows: date: 2009, inratio: 1st-test 1.0. Date: same day, inratio: 2nd-test 1.8. Pst meter shows insert strip when strip is already in meter.

Manufacturer narrative:
In 2009, end-user reported test result different than his normal reading. Reported comparison data outside of timing range. Insufficient information to determine the root cause. No product has been returned. Further investigation could not be performed. No further action required. No corrective action is required at this time, as no product deficiency was established. As of the same day, the meter is not expected to return. No further investigation is required at this time.